Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had far field r-wave (ffrw) oversensing causing false atrial tachycardia/atrial fibrillation (at/af) detection by the cardiac resynchronization therapy defibrillator (crt-d). It is noted that the patient has known atrial flutter. It was also noted that the left ventricular (lv) lead had high threshold measurements. The device and leads remain in use. No further patient complications have been reported as a result of this event.